Manufacturer narrative:
No customer returns were available for investigation. The customer had been experiencing elevated magnesium results. A field service representative (fsr) visited the account and performed troubleshooting to include replacing a bent sample probe and performing the c4000 total call procedure which was prior to this incident. A review of the architect c401005 service history was performed and no subsequent reports of discrepant results for a period of at least 8 weeks were identified. In addition, the service history did not reveal any possible instrument related likely causes. A specific cause for the magnesium result issue was not identified. Sample integrity could not be ruled out as a possible contributing factor. Customer complaint data was reviewed and no adverse trend or systemic issue was identified. The architect system operations manual was reviewed and was found to adequately address the issue. Based on the available information no product deficiency of the architect c4000 analyzer was identified.

Event description:
The customer stated that an elevated cc magnesium result of 2.5 mmol/l was generated on the architect c4000 analyzer. The sample was repeated and a result of 0.8 mmol/l was generated. There was no report of impact to patient management.